Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed opening in anterior side assessed as surgical damage. Additional observations: ¿ observed creases on the device. ¿ observed wear abrasion on the device. ¿ yellow particles observed the inside of the device.

Event description:
Healthcare professional reported explantation of saline implants, later reporting "spontaneous deflation of saline implant." Device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported explantation of saline implants, later reporting "spontaneous deflation of saline implant." Device has been explanted and replaced.